Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the catheter showed that the seals of the electrodes appeared to be compromised. Dried body fluid and saline were present on the tip, electrodes and distal shaft. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. However, it was noted that the resistance would fluctuate significantly when the proximal shaft was manipulated. It could not be determined the location on the proximal shaft that produced the unstable measurements. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Noise testing in pre-soak ablation condition exceeded current device specifications, where peak to peak values were greater than 0.4 mv. Maximum values of about 1.15 mv peak to peak were observed in the conventional distal mifi 1-2 bipole. Error code 1314 (high impedance) and 1307 (high noise) occurred during testing. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured multiple times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 3.1269 psi and 2.9807 psi. The distal end was measured, starting with 15 psi. Pressure decay values were 0.7160 psi and 0.7034 psi. X-ray showed no obvious anomalies. The proximal and distal sections of the device were separated distal to the butt bond and the leak test was repeated. The device handle was opened, and the proximal insulation sheath was removed. The guide coil coating was compromised throughout the length of the proximal shaft. Both green and red thermocouple wire insulation was breached approximately 26cm from the end of the handle. There were multiple areas where the insulation to the magnetic sensor twisted pair was compromised and exposing bare metal. The distal end was dissected. There was dried saline and body fluid in the interior of the shaft. The distal end was attached to an air pump and submerged in water; no bubbles were produced indicating the lumen was intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 21aug2019. It was reported that during the redo ablation procedure for atrial fibrillation/atrial tachycardia, while using the intellanav mifi open-irrigated catheter, the catheter lost magnetic visibility. This occurred during ablation and also while articulating the catheter. The tracking failure started out intermittent and became continuous. Additionally, electrodes 1 and 2 were noisy from the beginning of the ablation on both the mapping system and recording system. The noise continued intermittently until ablation was stopped. The temperature was just 22 degrees celsius while articulating the catheter and during ablation. The maximum temperature reached was 25 degrees celsius. The impedance value displayed on the generator was low (about 20 ohms) when not ablating, but it was normal during ablation. The device was irrigated at all times while inside the patient. The physician switched to a different catheter and there were no patient complications. It was noted that this was the first case of the day; the patient did not have any implanted devices or stents; the generator was in power control mode; the flow rate of the pump was 17 ml/min during ablation and 2 ml/min while on standby; the impedance issue began about 1-1.5 hours after having the catheter inside the patient (without manipulation). However, device analysis revealed that the magnetic sensor and thermocouple insulation were compromised, along with guide compromised guide coil coating. The device had evidence of fluid ingress in the distal end which mostly likely due to compromised electrode seals.